Manufacturer narrative:
(B)(4).

Event description:
On 2015-dec-18 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 5 mg/ml at 1.46 mg/day and morphine 25 mg/ml at 7.291 mg/day. A motor stall was seen at an initial interrogation, and the "stopped pump period may exceed tube set" message was observed. The patient did not recently have an MRI. The stall occurred on (B)(6) 2015 and there was no recovery as of (B)(6) 2015. The patient stated that became "violently ill" about a day and a half ago, but they did not think it was withdrawal. The patient had been taking oral medications, but they did not take the place of the pump. Additional information was requested to determine what troubleshooting was performed related to the motor stall, what actions or interventions were taken to resolve the motor stall and patient being ill, and if the motor stall and patient being ill resolved.